Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that he had his previous ins replaced. The patient reported that something happened to the ins battery and all of a sudden it stopped working. The patient reported that it took like a year to convince the va that the 9 year ins didn't last 9 years. The patient reported that a manufacturer¿s representative (rep) met him at the hospital and said the ins was dead. No further complications were reported.